Event description:
It was reported that the patient's xtrel system was no longer working. The old system was removed and replaced with a 2x8 paddle lead and a primeadvanced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): lead model 3587a, lot# l39697, implanted: 1996-(B)(6), explanted: 2012-(B)(6); extension model 7495-51, serial# (B)(4), implanted: 1996-(B)(6), explanted: 2012-(B)(6).

Event description:
Additional information received reported that following the replacement the patient was doing well.